Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the syringe 50ml ll experienced product damage. The customer stated, "during drawing of glucose, drops of liquid observed at the tip of the syringe because the plunger slides inside the syringe without pushing and the product goes out. Could have been a problem if it was a chemo product."

Manufacturer narrative:
Investigation: one used sample and one unopened sample were provide to our quality engineer for investigation. The product was visually inspected, no damage or defect was observed that could have contributed to this malfunction. A device history review was performed for the reported lot 1811259, no deviations or non-conformances were identified during the manufacturing process related to the reported failure. Given that we were not able to verify the failure reported and based on the available information, we were not able to determine a root cause related to the manufacturing of this product.

Event description:
It was reported that the syringe 50ml ll experienced product damage. The customer stated, "during drawing of glucose, drops of liquid observed at the tip of the syringe because the plunger slides inside the syringe without pushing and the product goes out. Could have been a roblem if it was a chemo product."